Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system the station was completely down, the unit has no access to this station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 5 was failed. A field service engineer upon arrival station would not power or boot; outlet was verified functional. The auxiliary cable disconnected, but issue persisted. Identified enhanced full height auxiliary drawer 5 was the cause. Replaced the drawer board and pyxis bus board; station successfully booted with the drawer connected. The system functioned as intended after the field service engineer repaired the device.